Event description:
It was reported that when an asymptomatic patient presented in clinic for normal follow up, far field r-wave oversensing was observed. The oversensing was noted on the stored egm. Reprogramming was recommended and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.